Event description:
The patient was injected into an unreported injection site. The pt allegedly developed a hypersensitivity reaction about six weeks after injection. The pt also required incision and drainage. The pt was treated with steroids and antibiotics.

Manufacturer narrative:
No "date of event". "Date of implant" or lot number were relayed to the manufacturer at time of this report.